Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was a leak in a cartridge. Customer loaded a new cartridge onto their pump to resolve the issue. Customer's blood glucose level was 60 mg/dl.